Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "battery off" the device does not power up on battery power. There was no report of patient involvement.